Event description:
It was reported that the customer heard an alarm sound from his insulin pump and that the buttons were unresponsive. The customer took the battery out, placed it back in and then received a failed battery test on his insulin pump. The customer's blood glucose was 196 mg/dl. The customer stated that his blood glucose at the time of the event was 271 mg/dl and that he treated himself with manual injections. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No failed battery test alarms noted. The device had intermittent buttons due to moisture damage at keypad traces. Traces of corrosion found at the lcd board per visual inspection. The device had display window corners, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.